Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited loss of capture at highest output. The device was explanted and replaced. The patient's condition was good after the procedure.